Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer had been using the same cartridge for over 2 days. Tandem customer technical support informed customer that the reported insulin is indicated for use with tandem supplies for 2 days. Customer changed cartridge and infusion set to address the issue.

Manufacturer narrative:
Customer followed up regarding the issue, clarified the dates of occurrence, and the pump was replaced.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer had been using the same cartridge for over 2 days. Tandem customer technical support informed customer that the reported insulin is indicated for use with tandem supplies for 2 days. Customer changed cartridge and infusion set to address the issue. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.